Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/26/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 10/13/2015 with the following findings: during investigation, a visual inspection of the pump revealed that the battery compartment had multiple cracks. There was moisture observed in the battery compartment. A leak test was performed and confirmed cracks in the battery compartment. The pump would not power on during investigation. Further testing was not able to performed. The pump case was removed and no evidence of moisture was found inside the pump.